Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. The pump failed the self test due to pump error 63. The history/trace downloads were successful using thus. The following alarms/alerts were noted on event date: pump error 63 variable 03 on 09/27/2023 01:50:13.000, pump error 42 on 09/26/2023 20:32:00.000, and pump error 43 on 09/26/2023 20:32:00.000. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on 09/26/2023 20:32:42.000 and battery failed alarm [58] on 09/26/2023 20:32:42.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms were noted during analysis: pump error 63 var 03 on 11/10/2023 06:20:03.000. Keypad overlay was peeled and inspected keypad traces; found cracked solder joint on pins 1 and 6 for ic u1. Pump error 63 confirmed due to cracked solder joint. Pump error 42 confirmed due to drive time exceeding the limit for 0.025 stroke test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 63 confirmed due to cracked solder joint. Pump error 42 confirmed due to hardware error, isolated to electronic stack. No pump error 43 noted during analysis, pump error 43 not confirmed. No failed battery alarms noted during analysis, failed batt test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a "hardware low level failures" (pump error 63 alarm), also received a error "drive count error boundaries exceeded after movement" (pump error 42), also received a "an error in the motor was detected by reading unexpected value from hall sensor" (pump error 43). And received a failed battery alarm. Troubleshooting was performed. The customer was able to clear the alarm, able to complete the rewind and the self test had failed. The insulin pump had not alerted a battery failed alarm after restarting the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.